Event description:
It was reported that, the patient developed an infection, and was explanted of the device. No further information is available at this moment.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.